Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had intermittent shocking related to positional movement when the patient was "sitting or lying only." The patient programmer showed that the implantable neurostimulator (ins) was on. The patient reported that stimulation was so strong when they lay down or sat that their legs jumped up and the muscles in their back cramp up. The patient decreased stimulation and reported that it resolved the issue, but that when they stood up the stimulation was not strong enough. Stimulation was set at 1.5 v for each leg and at 3.5 v for the patient's mid-section. It was reported that these issues started at the end of (B)(6) 2016 after the patient had a discectomy. The ins was turned off for the discectomy. It was reported that the patient had exposure to electromagnetic interference. It was reported that the health care professional (hcp) told the patient's wife that during the discectomy the hcp had a hard time removing scar tissue and working around the leads in the patient's spine. It was reported that the patient had historically had 6 spinal surgeries including the recent discectomy that were all unrelated to the device. The patient was going to have a spinal fusion that was also reported to be unrelated to the device. The fusion had not been scheduled at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.